Event description:
(B)(4). It was reported that complete atrioventricular (av) heart block and fever occurred. A 25mm lotus edge valve was implanted. Immediately after the transaortic valve replacement (tavr) procedure, complete av block occurred. The patient was observed for more than 48 hours. The pacing rhythm and junction beat rhythm were repeated, and recovery was considered difficult. One (1) day post implant, the patient developed a fever. Antibiotics were administered to treat the fever.